Event description:
Unable to speak to customer, when called customer stated they did not want to talk and hung up. Sending a letter to attempt to obtain more info. Per ccr's documentation: at 9:00 am obtained a reading of 228 mg/dl, took 15 units of 70/30, and 3 units of reg. After they received a reading. Then the customer started to have symptoms of low blood sugar. Meter has been replaced.